Manufacturer narrative:
(B)(4). The customer reported crack on the back side (battery compartment). The following were noted during physical inspection: scratched case, cracked reservoir tube lip, pillowing keypad overlay, case cracked at the battery compartment and cracked battery tube threads. The insulin pump passed the displacement test and a test p-cap does lock into place inside the reservoir compartment properly. Cosmetic damage is confirmed. The insulin pump had a crack on the battery compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.